Event description:
During testing at the MFR, it was reported that the device attachment over-heated. This event did not occur during a surgical procedure and hence there was no pt involvement. There was no adverse consequences alleged with this event.

Manufacturer narrative:
During testing, internal components were evaluated which revealed the presence of debris throughout the inside of the device including around the upper bearings. The presence of debris can often lead to increased friction between the rotating components of the drill attachment which can overall result in the generation of the heat.